Event description:
Animas was notified on (B)(6) 2012 that the patient had passed away. The patient's next of kin was contacted. The reporter indicated that they thought the patient had passed of a "heart issue". The reporter stated that the patient had a leg amputation and about 3 months later passed away. The reporter was unable to provide additional information. The medical examiner's office was contacted and indicated that there was no autopsy performed but provided the following information: the patient passed away in 2009. No autopsy was performed. There was no mention of the insulin pump in the report. The cause of death was "complications of diabetes mellitus". The patient was also receiving dialysis at the time and had missed an appointment; police visited the home to found that the patient had passed away in bed. The patient had a history of diabetic complications including being wheelchair bound related to being a bilateral amputee and also had visual problems. No further information regarding the event was available. This report is made because, the pump could not be ruled out as a cause or contributor to the patient's demise.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .